Event description:
It was reported the patient had a loss of stimulation and was unable to communicate between the battery and the programmer or recharger. It was also reported, the patient had a possible overdischarge. Approximately one month later, it was reported the patient had a loss of therapeutic effect and an increase of baseline pain following a fall which occurred a couple months prior to report. Six days later, it was reported the patient had some significant falls in the past few months prior to report that were not related to stimulation. It was also reported, the patient had stimulation in the wrong location and was unable to achieve any stimulation on his right side. Reportedly, there was a plan to have the patient do a re-trial and add a percutaneous octad lead. No actions were reported to have been taken yet and the patient experienced no injury or adverse event. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Product ID: 399960 lot# v020223, implanted: 2007 (B)(6), product type lead product ID: 37752 lot# serial# (B)(4), implanted: 2007 (B)(6), product type recharger product ID: 37742 lot# serial# (B)(4), implanted: 2007 (B)(6), product type programmer, patient product ID: 3708220 lot# serial# (B)(4), implanted: 2007 (B)(6), product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had not been re-trialed yet.

Event description:
It was later reported on (B)(6) 2014 that the patient still has stimulation in the wrong location. The stimulation was working a little bit but it was not stimulating the right area. The patient turned the stimulation off about a month ago and has not turned it back on. The patient does not have a current doctor. It was noted that the patient had a fall and had a surgery not related to the device.